Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report an air bubbles issue. Reportedly the bubbles appear daily. The patient denied any damage to the cartridge or tubing. There was no product misuse. The bubble issue was not resolved with training. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the complaint was not able to be duplicated during investigation.